Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. When the surgeon was morcellating and tried to activate the trigger or the pedal, the blade did not rotate. The surgery was converted to an open procedure. The surgeon removed part vaginally and part through the abdomen. The trocar incision was increased.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The obturator and the blade position switch were found to be broken, however, the device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.